Event description:
It was reported the contamination shield with sheath adapter for temporary venous pacemaker was moist and noted to be filled with clear fluid. The side port is infusing with d5w and inotropes. Patient is stable hemodynamically. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: the connection between sheath adapter and sheath must be tightly secured and examined routinely to minimize the risk of disconnection and possible air embolism, blood loss, or exsanguination." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the contamination shield with sheath adapter for temporary venous pacemaker was moist and noted to be filled with clear fluid. The side port is infusing with d5w and inotropes. Patient is stable hemodynamically. No patient harm reported.